Event description:
Data was provided for a third patient with questionable ca2 calcium gen.2 results. The initial result was 1.32 mmol/l and the repeated result was 2.31 mmol/l.

Manufacturer narrative:
B5 was updated.

Manufacturer narrative:
This event occurred in (B)(6). The field service representative replaced the vacuum tubes, which appeared to resolve the issue. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ca2 calcium gen.2 results on cobas 8000 c 702 module. The customer stated that controls were run before and during the event. Control testing passed and showed no problems. On the day of the event, patient 1 had an initial result of 1.903 and a repeat result of 2.394 taken on a different analyzer. On (B)(6) 2020, patient 2 had an initial result of 1.864 and a repeat result of 2.43 taken on a different analyzer. The unit of measure was requested but not provided. The results were reported outside of the laboratory. The reagent lot number and expiration date were requested but not provided.